Event description:
It was reported that the patient with this tactra penile prosthesis experienced impending erosion of right corpora body, the tip protruding through below the glans. The tactra device was explanted and replaced with an ipp. There is no additional information reported.

Event description:
It was reported that the patient with this tactra penile prosthesis experienced impending erosion of right corpora body, the tip protruding through below the glans. The tactra device was explanted and replaced with an ipp. There is no additional information reported.

Manufacturer narrative:
Updated evaluation conclusion codes h6.